Manufacturer narrative:
A supplemental MDR is being submitted, following receipt of additional information. Section h6: health effect - impact has been corrected. The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japanese associate, a field clinical specialist stated the patient experienced hemolytic anemia and paravalvular leakage (pvl), following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve. During the procedure, after the safari wire was placed in left ventricular (lv), premature ventricular contraction (pvc) and ventricular tachycardia (vt) developed. The valve was deployed. The pvc and vt remained. The ECG became stable after removal of the safari wire. A mild to moderate pvl remained. The procedure was completed with no intervention at that time. Then, on an unknown date, pvl with hemolytic anemia developed. A blood transfusion was required to treat. The hemolytic anemia improved and the patient was monitored. The device was explanted and a surgical valve was implanted on post-operative day 32.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B4, g3, and h2 have been updated. Section h6: health effect - impact, type of investigation, investigation findings, investigation conclusions have been corrected. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and reviewed. Paravalvular leak between right and left cusps both at the time of implant and at 30-day transesophageal echocardiogram were observed. The pvl was mild to moderate and unchanged from the day of implant. Native calcium could be seen in the sinuses of valsalva on the CT in the same location as pvl between the right and left cusps. The valve was under-expanded, per the CT from february 5, 2024, and a waist was observed. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Also, per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration on or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, paravalvular leak was confirmed, based on provided imagery, and there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (calcification) may have contributed to the pvl, which was mild to moderate and blowing off at an angle, possibly impacting the anterior cusp of mitral valve and potentially causing or contributing to hemolysis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences japanese associate, a field clinical specialist stated the patient experienced hemolytic anemia and paravalvular leakage (pvl), following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve. During the procedure, after the safari wire was placed in left ventricular (lv), premature ventricular contraction (pvc) and ventricular tachycardia (vt) developed. The valve was deployed. The pvc and vt remained. The ECG became stable after removal of the safari wire. A mild to moderate pvl remained. The procedure was completed with no intervention at that time. Then, on an unknown date, pvl with hemolytic anemia developed. A blood transfusion was required to treat. The hemolytic anemia improved and the patient was monitored with no further treatment.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : the valve remains implanted in the patient.